Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor plug has not been engaged, the inner shaft was severed at the tip and the anchor has deformation on the proximal end of the anchor. A functional evaluation revealed that the anchor plug will not fully engage due to the broken tip of the inner shaft. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the inner plug of the footprint suture anchor broke, no pieces inside the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.